Event description:
Bone quality was type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was not achieved. Osseointegration was not achieved. Augmentation procedure was performed at the time of surgery (bone graft and 1 collagen plug).